Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient was not able to charge the implant. Patient had it off all summer because patient was doing pretty good. Now fall is coming and patient is not doing very good. Patient went to charge a couple of weeks ago and it would not do anything. Patient saw a bunch of stuff on the screen and it did not recharge the battery at all. Patient did not remember the exact message. Patient tried charging on the call and got reposition antenna message. Reviewed implant was likely in overdischarge. The patient was redirected to their healthcare provider. Also discussed battery longevity/eos.

Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2024-03-15 16:08:53 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is permanently damaged due to 1 overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.